Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Driveline (B)(4) was not returned for evaluation. Review of the manufacturing records confirmed that the associated driveline met all requirements for release. Log file analysis revealed no alarms related to the reported damage for the 14 days leading up to the reported event date. Pump parameters were within normal operation. On-site inspection revealed damage to the old sheath repair near the strain relief, confirming the reported event. A driveline sheath repair was performed to mitigate the reported conditions. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the driveline sheath repair damage can be attributed to trauma sustained to the repair during operational use. Per the instructions for use (IFU): the instructions for use (IFU) provides driveline care instructions to the clinician for inspecting the driveline for damage to the polyurethane outer tubing (outer sheath). The IFU and patient manual provide general care instructions on cleaning of the driveline, preventing damage to the polyurethane outer tubing (outer sheath). Prevention of damage and inspection of driveline information is also covered during patient and medical personnel training. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported by the patient the there was a break in the old sheath repair. During the service evaluation, it was reported that the old sheath repair at transition of strain relief to driveline was broken. The old sheath repair was removed and the damaged area was covered with a new sheath repair according to fs0012 rev 03. The patient was not prepped for the procedure and there were no pump stops during the procedure.